Manufacturer narrative:
Nevro attempted to obtain event details; however, the information was not available. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that during the implant procedure, the patient reported pain and discomfort. The patient went into cardiac arrest right after a small dose of an anesthetic was administered. The patient did not recover and passed away on (B)(6) 2017.

Manufacturer narrative:
The follow-up was submitted to correct the UDI number.